Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA: 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture 19-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not counted withdrawn meds. A technical support specialist checked data sync debug logs for stated and saw network communication issues and also checked the station logs and it looks like it was communicated with no issues. The system functioned as intended after being assessed by the technical support specialist.

Event description:
It was reported by the customer that bd pyxis¿ anesthesia station es did not adjust inventory counts when medications were withdrawn even under temporary patient accounts created in surgery. After withdrawing one tylenol from a stock of 10, the count remained unchanged. This has impacted patient care. There were no adverse events or injuries reported based on this incident.